Manufacturer narrative:
The insulin pump passed the displacement test and rewind. The motor was tested outside of the device and passed. The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump had a cracked display window, cracked case at a display window corner, cracked reservoir tube lip, cracked reservoir tube, scratched reservoir tube lip, cracked reservoir tube, scratched reservoir tube window, cracked battery tube threads and a shifted end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had alarmed for a motor error during a bolus four times over two weeks. The insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.